Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced complications at the ipg pocket site. The ipg was explanted and the paddle lead was cut and partial remained implanted. Date of surgery and complications are unknown. On (B)(6) 2026 the physician removed the cut lead and replaced the system. Effective therapy was established.